Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the bluetooth symbol on their smart device kept going in and out; however, the bluetooth icon on the receiver was there. Patient called again later the same day stating that the g5 application was once again working on their smart device. No additional event or patient information is available.